Event description:
An explant at implant of an edwards bioprosthetic mitral valve was reported due to "wrinkling of the tissue." The valve was explanted and another valve of the same model and size was implanted with no complications. The op report states that the "patient tolerated surgery well. She was taken to the intensive care unit in stable condition."

Manufacturer narrative:
Method = x-ray. Evaluation summary: claim of explanted valve due to what appeared to be wrinkling of the tissue was confirmed. However, cause for current appearance of the valve was due to suture loop. As received, the valve exhibited characteristic markings which indicated a suture was looped around commissure 2. Suture track and permanent indentations were present on the free margin and cusp of leaflets 1 and 2. These indentations were most likely left by a suture that was tied tightly down and against commissure 2, thus leading to a gap at the coaptation region. No inconsistencies were noted in the x-ray as the wireform is intact. Device evaluation indicates it is more likely that the reported event was due to surgical technique, suture looping. Suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards' valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The available information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.